Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected), "near va is 20/100" (blurred vision). Product problem(s): "lens would not go all the way nasally and is sitting back temporal" (malposition of device [iol (intraocular lens) implant]. A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. He reported that the pt's near vision is 20/100, but intermediate vision is good. He said that during the procedure, the lens would not go all the way nasally and is sitting back temporally. The surgeon stated that the decentration is minimal to none based on his assessment. He does not know the reason for the pt's outcome. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/01/2010, 03/17/2010, and 03/23/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).